Event description:
A malfunction was reported by the caller involving a tandem source pump, identified as malfunction 199, indicating a pump malfunction. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and the malfunction did not recur. The customer was instructed to continue using the pump and to report back if the issue reoccurred.